Event description:
A report was received that the patient had lead site infection. It was unknown if the infection was device or procedure related. It was also noted that there was a cyst forming at the incision site. The patient underwent a revision procedure wherein the leads were explanted, and she did well postoperatively. Upon followup with the patient, infection was also suspected at the battery site. The patient will undergo another explant procedure.

Event description:
A report was received that the patient had lead site infection. It was unknown if the infection was device or procedure related. It was also noted that there was a cyst forming at the incision site. The patient underwent a revision procedure wherein the leads were explanted, and she did well postoperatively. Upon followup with the patient, infection was also suspected at the battery site. The patient will undergo another explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not device related but was related to a suture used.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lead site infection. It was unknown if the infection was device or procedure related. It was also noted that there was a cyst forming at the incision site. The patient underwent a revision procedure wherein the leads were explanted, and she did well postoperatively. Upon followup with the patient, infection was also suspected at the battery site. The patient will undergo another explant procedure.